Event description:
Pt 3 yrs post-op for dhs femur fracture procedure, presented to surgeon after suffering unk trauma. Examination revealed the femur had broken below the existing 4-hole plate. Surgeon returned the pt to the operating room on (B)(6) 2012, removed the 4-hole plate and 4 unk screws. The lag screw remained implanted, and there was no compression screw used in the original procedure. Pt was then revised to a 10-hole dhs plate and screw fixation.

Manufacturer narrative:
The investigation could not be completed; no conclusion could be drawn, as no product was received. Review of the device history records showed that this lot met all dimensional and visual criteria at the time of manufacture and there were no issues documented during the mfg of these parts that would contribute to this complaint condition.